Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2000. Subsequently, a revision procedure was performed on (B)(6) 2003 to remove and replace all components with a total knee system for an unknown reason. Another revision procedure has been indicated due to loosening of the tibial component; however, there has been no additional revision procedure reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-06345 and 06346).